Manufacturer narrative:
Sample analysis: the investigation showed that the presence of the silicone oil between cannula and high infusion line affects the adhesion between cannula and the infusion line, what leads to that hf line can much easier jumps from the cannula. There were no changes made. Since it is high infusion line, it can possibly lead to hypotony. (B)(4). All available information has been provided. This complaint has now been closed.

Event description:
At our customer the 1279.hf high infusion line jumped from the trocar during scleral depressing. Sample is avail.